Manufacturer narrative:
B5: updated with additional information.

Event description:
It was further reported that the event occurred during a lapahernia procedure. A pre-inspection of the device at the facility did not reveal an abnormality. The procedure was completed using the same endoscope after the image reappeared following a reconnection. There was no delay in the procedure and the patient did not require any additional anesthesia.

Manufacturer narrative:
The subject device was returned and evaluated. The reported problem was confirmed. A noise image was observed during angulation in the up/down directions due to a damaged charge couple device (ccd) unit. In addition, (a) the bending tube was deformed, (b) the adhesive was chipped and had deteriorated from chemical/physical stress, (c) the plates and grip were scratched, (d) the video connector was scratched, and (e) the lever was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion

Event description:
The customer reported to olympus that the image produced by endoeye flex deflectable videoscope was temporarily disappearing when operating the angle. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following: a defective image sensor unit, a defective circuit board inside the video connector, or a system failure. Olympus will continue to monitor field performance for this device.